Manufacturer narrative:
Event updated with additional information. Patient code updated to reflect code 2331. Device code updated to reflect code 4003.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to an unspecified reason. The existing reservoir component was explanted and replaced with a new one. The explanted reservoir is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis. It was further reported that the revision surgery was performed due to herniation of the conceal reservoir. The reservoir had migrated out of the space that surgeon had initially created on (B)(6) 2019. During the revision surgery, the surgeon removed the initial conceal reservoir and created a space behind the rectus muscle. The replacement reservoir was then implanted in this space and filled with injectable saline. The reservoir was then connected to the cylinders and successfully tested before closing. Additional information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to an unspecified reason. The existing reservoir component was explanted and replaced with a new one. The explanted reservoir is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.